Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. Patient code: (B)(4) secondary surgery, lens exchanged for a shorter lens claim # (B)(4) .

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -6.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found foreign material (fibers) on the lens surface. (B)(4).